Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac perforation may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a ventricular tachycardia ablation procedure a pericardial effusion occurred. When moving the catheter into the right ventricle to face the previous lesions done in the left ventricle, the catheter punctured into the epicardial tissue. A echocardiogram confirmed a small pericardial effusion and the patient experienced chest pain and hypotension. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.